Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the zeta was being unpacked, the stent was found stuck in the orange protective sheath. The device was not used. No additional event or patient information is available.

Manufacturer narrative:
A definitive root cause for the stent dislodgment could not be determined. Evaluation summary: quality assurance analysis revealed that neither the catheter nor the stent were returned with this incident. Only the protective sheath was returned. The inner diameters of the protective sheath were measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged in the protective sheath prior to use. Quality assurance technician analysis revealed that only the protective sheath was returned for analysis. The stent and catheter were not returned. The inner diameter of the protective sheath met manufacturing criteria. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for stent dislodgement in the sheath, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. However, in this case, without the device to examine, a definitive root cause for the stent dislodgement cannot be determined. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.